Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead experienced electromagnetic interference and noise. The rv lead had a partial fracture and it exhibited high impedances and oversensing. It was noted that a polarity switch had occurred. The patient experienced light headedness several times due to these issues. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 97702, pain stim ipg, implanted: (B)(6) 2017; 977a260 pain stim lead, implanted: (B)(6) 2017; 977a260, pain stim lead, implanted: (b)(46 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced electromagnetic interference. The patient had felt faint a couple times. The ipg remains in use. No further patient complications have been reported as a result of this event.